Event description:
This unsolicited case from united states was received on 19-dec-2017 from patient. This case concerns a female patient (age unspecified) who received treatment with synvisc one and after an unknown latency had pain in knee joint, swelling in knee joint and flu. No relevant concomitant medications, medical history and concurrent condition were reported. The patient received her last synvisc-one injections into both knees about six months ago and "did fine". On an unknown date, patient received treatment with intra articular synvisc one injection (dose, frequency, indication, batch/ lot number and expiration date: not reported) in both knees. On an unknown date, latency unknown, it was reported that for one of her injections, the physician "hit" or injected "a few times" too close to a "bone deformity" in her knee which may have caused her to subsequently experience pain and swelling in that knee joint. Patient was injected with cortisone as treatment and the pain did "go away". In fact, patient was planning on receiving synvisc-one again recently but she had the flu (onset date: unknown; latency unknown) so she would not be receiving it until (B)(6) 2018. Corrective treatment: not reported for flu; cortisone for rest events. Outcome: recovered for pain in knee joint; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for pain in knee joint and swelling in knee joint

Event description:
Swelling of legs [swelling of legs] . Pain in knee joint,knee pain/ knees continued to be quiet sore/ tenderness in anterior aspect of both knees [aching in knees] . Swelling in knee joint/right knee more swollen than left [swelling of knees] . Discomfort in both knees [discomfort in joints] . Flu [flu] . Suprapatellar effusion right knee [joint effusion] . Case narrative: this case was cross reference with case ID: (B)(4)(cluster). This unsolicited case from united states was received on 19-dec-2017 from patient husband. This case concerns a female patient (age unspecified) who received treatment with synvisc one and after an unknown latency had pain in knee joint, knee pain/ knees continued to be quiet sore/ tenderness in anterior aspect of both knees, swelling of legs (latency: 1 day), swelling in knee joint/right knee more swollen than left and flu, , discomfort in both knees, suprapatellar effusion right knee (latency: unknown). The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient's past medical history included essential hypertension, impotence of organic origin, pure hypercholesterolemia, rosacea, impaired fasting glucose, rhinitis allergic, malignant neoplasm of prostate, fever, unspecifed, hypothyroidism and erectile dysfunction. The patient received her last synvisc-one injections into both knees about six months ago and "did fine". Concomitant medications included sildenafil citrate (viagra); levothyroxine; amlodipine besilate (norvasc); mometasone furoate (flonase); oxybutynin hydrochloride (ditropan); hydrocodone bitartrate, paracetamol (norco) for arthralgia; acetylsalicylic acid (aspirin enteric coated k.p.); ascorbic acid (vitamin c plus; chondroitin sulfate, citroflavonoid, glucosamine sulfate, manganese (glucosamine chondroitin complex; fish oil and losartan. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection (dose, frequency, indication, batch/ lot number and expiration date: not reported) in both knees. On an unknown date, latency unknown, it was reported that for one of her injections, the physician "hit" or injected "a few times" too close to a "bone deformity" in her knee which may have caused her to subsequently experience pain and swelling in that knee joint. Patient was injected with cortisone as treatment and the pain did "go away". In fact, patient was planning on receiving synvisc-one again recently but she had the flu (onset date: unknown; latency unknown) so she would not be receiving it until (B)(6) 2018. On (B)(6) 2017, after 1 day, the patient had swelling of legs and knee pain. The pain was aggravated on movement and walking in knee and the patient complained of aches and sores. The patient had left knee pain which was sharp when standing sitting and laying. On (B)(6) 2017, the patient visited the physician and reported that both knees have continued to be quite sore and has had a little more swelling in the right knee than the left. The right knee was more swollen than the left. It was not red. There was no drainage and had full extension. The physician aspirated right knee that day of approximately 10 ml of fairly clear yellow fluid and then injected with 5 ml of marcaine 1 ml of depo-medrol. The x-ray results showed narrowing of the patellofemoral and medial compartment joint space with osteophytic spurring along the posterior patella. No erosive osseous changes or fracture and trace suprapatellar effusion in the right knee and mild narrowing of the medial and patellofemoral compartment no fracture, erosive osseous changes, effusion or soft tissue abnormality and vascular calcifications which gave the impression of minimal medial and patellofemoral compartment osteoarthritis. On (B)(6) 2018, the patient visited the physician again and had some pain and discomfort in both knees but apparent ongoing swelling. The patient was administered cortisone injection. On (B)(6) 2018, the patient had tenderness in the anterior aspect of both knees, continued to have pain and discomfort in both knees and had full extension, lexion to 125 degrees. The patient was injected in each knee the same with a vial of monovisc without complication. On (B)(6) 2018, the results of culture showed no growth and gram stain had (1 to 9/lpf) wbc's, there were no organisms seen. Relevant laboratory test results included: aspiration joint - on an unknown date: [clear yellow fluid 10 ml from right knee 1 to 2 ml from right knee]. X-ray limb - on (B)(6) 2017: [trace suprapatellar effusion vascular calcifications, sharpening of intercondylar eminence in right knee and no effusion in left knee]. Corrective treatment: not reported for flu; joint aspiration for effusion; cortisone, monovisc, depomedrol, marcaine for rest events. Outcome: recovered/resolved swelling of legs and swelling in knee joint/right knee more swollen than left; unknown for flu and suprapatellar effusion right knee; not recovered / not resolved for other events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for pain in knee joint and swelling in knee joint additional information was received on 15-jan-2018 from the patient. Event of swelling of legs was added. Clinical course was updated and text amended accordingly. Additional information was received on 19-jan-2018. Global ptc number and results were added. Text was amended accordingly. Follow up information was received on 30-jan-2018. Related case ID to be added. Text was amended accordingly. Additional information was received on 21-may-2019 from non-healthcare professional. Event added for discomfort in both knees, suprapatellar effusion right knee. Verbatim updated for pain in knee joint, knee pain/ knees continued to be quiet sore/ tenderness in anterior aspect of both knees. Labs added. Concomitant medications added. Medical history added. Clinical course was updated and text amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a female patient (age unspecified) who received treatment with synvisc one and after an unknown latency had pain in knee joint, knee pain, swelling in knee joint and flu, swelling of legs. No relevant concomitant medications, medical history and concurrent condition were reported. The patient received her last synvisc-one injections into both knees about six months ago and "did fine". On an unknown date, patient received treatment with intra articular synvisc one injection (dose, frequency, indication, batch/ lot number and expiration date: not reported) in both knees. On an unknown date, latency unknown, it was reported that for one of her injections, the physician "hit" or injected "a few times" too close to a "bone deformity" in her knee which may have caused her to subsequently experience pain and swelling in that knee joint. Patient was injected with cortisone as treatment and the pain did "go away". In fact, patient was planning on receiving synvisc-one again recently but she had the flu (onset date: unknown; latency unknown) so she would not be receiving it until (B)(6) 2018. On (B)(6) 2017, after an unknown latency patient had swelling of legs and knee pain corrective treatment: not reported for flu; cortisone for rest events outcome: not recovered for pain in knee joint, knee pain and swelling of legs; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for pain in knee joint and swelling in knee joint additional information was received on 15-jan-2018 from the patient. Event of swelling of legs was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-jan-2018: this case concerns a patient who received synvisc injection and later experienced knee pain, knee swelling, swelling of legs and flu. Based upon the information available, the causal role of the product cannot be denied for the occurrence of event. However,further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors will help in a comprehensive case assessment.

Event description:
This unsolicited case from united states was received on 19-dec-2017 from patient. This case concerns a female patient (age unspecified) who received treatment with synvisc one and after an unknown latency had pain in knee joint, knee pain, swelling in knee joint and flu, swelling of legs. No relevant concomitant medications, medical history and concurrent condition were reported. The patient received her last synvisc-one injections into both knees about six months ago and "did fine". On an unknown date, patient received treatment with intra articular synvisc one injection (dose, frequency, indication, batch/ lot number and expiration date: not reported) in both knees. On an unknown date, latency unknown, it was reported that for one of her injections, the physician "hit" or injected "a few times" too close to a "bone deformity" in her knee which may have caused her to subsequently experience pain and swelling in that knee joint. Patient was injected with cortisone as treatment and the pain did "go away". In fact, patient was planning on receiving synvisc-one again recently but she had the flu (onset date: unknown; latency unknown) so she would not be receiving it until (B)(6) 2018. On (B)(6) 2017, after an unknown latency patient had swelling of legs and knee pain corrective treatment: not reported for flu; cortisone for rest events outcome: not recovered for pain in knee joint, knee pain and swelling of legs; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for pain in knee joint and swelling in knee joint additional information was received on 15-jan-2018 from the patient. Event of swelling of legs was added. Clinical course was updated and text amended accordingly. Additional information was received on 19-jan-2018. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 19-jan-2018: follow up information received, does not change previous case assessment. This case concerns a patient who received synvisc injection and later experienced knee pain, knee swelling, swelling of legs and flu. Based upon the information available, the causal role of the product cannot be denied for the occurrence of event. However,further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors will help in a comprehensive case assessment.